Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the power supply was damaged. As a result the power supply was replaced. (B)(4).

Event description:
It was reported that the screen was suddenly black after starting up and there was no reaction after restarting. The programmer was returned to the manufacturer for servicing. There was no patient involvement.